Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. Blood glucose level at the time of the incident was 478 mg/dl, which was treated with a manual injection. The customer was shipped a tubing clamp to troubleshooting could be completed. During a follow up call, troubleshooting was performed and the insulin pump did not show any signs of malfunction. The insulin pump was not replaced or returned for analysis.